Event description:
Rep reported that the pattie pack had 11 patties instead of 10. The 11 pattie did not have a string attached. No delay in surgery. Customer did not save any product.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system please refer to (B)(4).

Event description:
Rep reported that the pattie pack had 11 patties instead of 10. The 11 pattie did not have a string attached. No delay in surgery. Customer did not save any product. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the product was not returned. However based on the description of the complaint and a review of the device history records it is possible that the most probable cause for the event reported was caused from a hybrid machine that broke the string from one patties after the welding process. The operator would then remove the stack of 10, wrap them on the card, and notice that one of the strings was missing. The operator would then add another good pattie to the card, resulting in a total of 11 patties on the card. A review of the device history records confirmed that nothing out of the ordinary was detected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.